Event description:
A nurse reported that they had one pt who developed endophthalmitis postoperatively. The cataract procedure was performed on (B)(6) 2014. Additional info was requested, however, none has been provided to date.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The custom pak lot specific to this event was not known; therefore, lot history and device history record (DHR) review was not possible. Without a lot number, the sterilization batch records could not be reviewed. The customer did not retain a sample for this complaint; as such, a full eval could not be completed. The root cause of the customer's complaint is not known; a sample was not returned for investigation. With the info available to date, no evidence exists to suggest the customer pak contributed to the reported event. Povidone-iodine: intra-lot trending performed due to no lot code and no sample. There have been seven similar complaints in the past year. No customer sample was returned. The root cause could not be determined based on current available data and no sample received. Neomycin and polymyxin b sulfates and dexamethasone ophthalmic suspension: a nurse reported that a pt developed endophthalmitis after a surgery in which neomycin and polymyxin b sulfates and dexamethasone ophthalmic suspension (unk lot) was involved. A lot code would be required for investigation. Insufficient info provided for root cause analysis of this complaint. Tetracaine: a nurse reported that a pt developed endophthalmitis after a surgery in which tetracaine (unk lot) was involved. A sample or lot code would be required for investigation. Insufficient info provided for root cause analysis of this complaint. Balanced salt solutions (bss): no lot code or sample was provided by the customer; therefore, a lot specific eval could not be completed. A review of the formulation stability data for the lots of bss in the bag currently enrolled in the stability program was conducted, and this formulation remains within specification through product shelf life. All compounding, preprocessing, filling and packaging mfg batch records (mbrs) are subjected to two independent reviews. In addition, the following are reviewed: all chemistry and microbial finished product results, environmental, utility, bioburden records, sanitization records, and sterilization cycles. This product was terminally sterilized and all sterilization cycles were reviewed before release. Customer product use and surgical practice could not be confirmed. The root cause could not be determined. (B)(4).